Event description:
A remstar pro c-flex+ device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the device had dust fail contamination and displayed error code e051 (err corrupt compliance log), e063 (err stuck knob key), e065 (err stuck encoder a), e066 (err stuck encoder b), e071 (err p gain stop). The device was scrapped by the service center after the evaluation was completed.